Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0skuf, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient reported via a manufacturer representative (rep) they were having a full revision due to multiple impedances on the lead. The patient had symptom return and stated she had muscle spasms. It was noted the patient did fall. The rep stated the planned was to revise the lead and implant a new device. The rep noted the healthcare professional (hcp) was not satisfied with the responses in the operating room so aborted the revision, only the explanation occurred. The issue was resolved at time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0skuf, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer representative (rep). It was reported that the patient had back cramps with the device turned on. When the patient turned the device off, the cramps went away. The patient stated they had falls due to the cramping. The lead and ins were interrogated and the leads showed impedances. The patient has a follow up appointment with their healthcare professional (hcp) and the hcp was notified. There may be a possible lead revision. It was reported that the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis information -- (B)(4) 2017 13:25:33 cst product ID# (B)(4) the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis information -- (B)(4) 2017 13:21:06 product ID# (b)(4( analysis identified that the outer insulation of the lead was twisted. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Analysis determined the lead was twisted. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, device analysis

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.